Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 19mm 2700 aortic valve was explanted after an implant duration of 8 years, 5 months due to stenosis, prosthesis patient mismatch (peak gradient 55, mean 33). The patient presented with shortness of breath. The explanted valve was replaced with a 23mm 11500a valve and the patient was transferred to the ICU post-op. On pod #8, due to biventricular heart failure and multi-system organ failure the patient expired. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Updated sections: b5, b6, g3, g6, h6 device code(s), and type of investigation.

Event description:
It was learned through implant patient registry and investigation that a patient with a 19mm 2700 aortic valve was explanted after an implant duration of 8 years, 5 months due to calcification, stenosis, and prosthesis patient mismatch (peak gradient 55, mean 33). The patient presented with shortness of breath. The explanted valve was replaced with a 23mm 11500a valve and the patient was transferred to the ICU post-op. On pod #8, due to biventricular heart failure and multi-system organ failure the patient expired.

Manufacturer narrative:
Updated sections: d4 expiration date, h6 type of investigation, investigation findings, investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed to the event.